Manufacturer narrative:
Document review: gmk primary fixed uc tibial insert size 3, 10mm: code 02.07.0310fuc / lot 110359 (B)(4): all parameters were found to be in accordance with specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. The insert was removed to be able to implant the resurfacing patella. Femur and tibial components remained in place. On the basis of the data collected, we have no evidences that the problem is device related.

Event description:
Ref imp# (B)(4).